Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetes ketoacidosis with blood glucose of 400 mg/dl, current blood glucose was unknown. Time and date of hospitalization was approximately on (B)(6) 2017. The customer experienced symptoms nausea, vomiting, abdominal pain. The drive support cap appears normal (slightly indented). The customer was treated with injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.